Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient's wife received a recall letter. The wife stated the patient expired on (B)(6) 2016. Cause of death was heart failure. She said he was in a lot of pain four to five months prior to his passing; he used a walker and cane. The surgeon's office stated they could do nothing for him. She wants to know what she should do if anything. Left hip.

Manufacturer narrative:
An event regarding patient factors involving a trident liner was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: ¿on (B)(6) 2007 a consultation noted a left hip screw placement in childhood, coronary artery disease with coronary bypass in his history, and x-rays noted a left hip end-stage osteoarthritis. [¿]on (B)(6) 2009 a left total hip arthroplasty and removal of hardware was performed for a diagnosis of severe degenerative joint disease of the left hip with retained hardware. [¿]on (B)(6) 2016 the patient was admitted with a diagnosis of bacterial pneumonia and bacteremia. He underwent intensive medical treatment for multiple medical conditions including "pre-renal failure, shortness of breath, dysmorphic liver, bile duct fibrosis, primary sclerosing cholangitis, concern for gi malignancy, chronic atrial fibrillation on warfarin, lasix and digitalis treatment for cardiac condition" while in the hospital, and on (B)(6) 2016 died. [¿] no documented follow-up between (B)(6) of 2009 and (B)(6) of 2016, no x-rays of the total hip arthroplasty, and no confirmation of symptoms related to his total hip are available for review. Based upon the information available for review there is no evidence that the patient who expired from cardiac disease nine years status-post left total hip arthroplasty was adversely impacted by his left hip surgery nor is there any evidence that he underwent a hip revision." Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the investigation concluded that the patient passed away due to cardiac disease. The medical review concluded, ¿based upon the information available for review there is no evidence that the patient who expired from cardiac disease nine years status-post left total hip arthroplasty was adversely impacted by his left hip surgery nor is there any evidence that he underwent a hip revision.¿ no further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patient's wife received a recall letter. The wife state the patient expired on (B)(6) 2016 cause of death was heart failure. She said he was in a lot of pain four to five months prior to his passing; he used a walker and cane. The surgeon's office stated they could do nothing for him. She wants to know what she should do if anything. Left hip.